Event description:
A report was received that subsequent to the patient's pocket revision procedure (mfg. Report 3006630150-2015-02287) the patient was experiencing pain at the pocket site and was experiencing difficulty charging her ipg. The patient underwent a pocket revision procedure and the ipg was repositioned to the patient&#38112;other side. The patient was doing well post-operatively.